Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on interrogation there were episodes of oversensing on the ventricular channel from what appears to be electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.